Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that patient presented with a malfunction of the artificial urinary sphincter resulting in urinary retention. A suprapubic catheter was put in as the device was unable to be deactivated by the patient and physician. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump, balloon, and cuff components of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The pump was not functionally tested because a malfunction was confirmed in the balloon component. The balloon did not pass functional testing as it performed below product specifications. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen. The reported patient symptom of urinary retention is a known risk associated with implants of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that patient presented with a malfunction of the artificial urinary sphincter resulting in urinary retention. A suprapubic catheter was put in as the device was unable to be deactivated by the patient and physician. No further patient complications were reported.

Event description:
It was reported that patient presented with a malfunction of the artificial urinary sphincter resulting in urinary retention. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.